Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. During the visual evaluation, no anomaly was noted in the transducer handle or saline hub. Material deformation was noted in the catheter below the marker band. An x-ray of the distal tip was taken, and the distal tip was noted to be detached from the inner core wire. The catheter was noted to be frayed near the marker band. Therefore, the investigation is confirmed for material deformation, distal tip detachment, and material fray issue as the distal tip was detached also the material deformation and material fray issue were noted in the sample. However, the investigation remains inconclusive on the activation problem as the functional testing could not be performed due to the condition of the returned device. A definitive root cause for the reported activation problem and identified distal tip detachment, material deformation, and material fray issues could not be determined based on the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. (Expiry date: 02/2024).

Event description:
It was reported that during preparation for a recanalization procedure, the catheter allegedly had an activation problem. There was no patient contact.